Event description:
Customer reported receiving an off no power alert on the insulin pump while troubleshooting for a motor error alarm. Customer was unable to rewind the insulin pump. He stated that he did not receive a low battery alert prior to the insulin pump shutting down. He stated that the battery was not previously used and that the insulin pump had not been dropped or bumped. He stated that there were no unattended alarms. The blood glucose reading was 60 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.